Event description:
A company representative reported that a patient was revised post-operatively to address a fractured yukon screw and a migrated yukon set screw. This report captures the fractured screw.

Manufacturer narrative:
Corrected data: g1. H6 coding has been updated to reflect completion of the investigation.

Event description:
No new information.